Event description:
Customer reportedly obtained a result of 2.1 inr on the coaguchek xs system and 1.6 inr on a comparison lab. No action taken on device result. Coumadin was increased based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.